Manufacturer narrative:
The returned sensors were evaluated. Four (4) sensors passed visual inspection with no damage observed. Eeprom content verification did not identify any issues. The sensors failed continuity testing due to an open connections on the red conductor, along the length of the cables. When the sensors were connected to a masimo monitoring device, the device was able to generate a "replace sensor" error message. The customer complaint was duplicated. Initial reporter zip code exceeded the maximum number of allowable digits, the zip code is as follows: (B)(6).

Event description:
The customer reported fifteen m-lncs y-I sensors, some occur sensor off, some occur replace sensor, some spo2 and bpm are very low, all the issues are intermittent, the customer couldn't match the issue with the corresponding sensor. No patient incident or consequences were reported.